Event description:
It was reported that during a initial hip surgery on (B)(6) 2015, an expired acetabular cup was implanted in the patient. There were no complications or delays greater than 30 minutes. There has been no revision procedure or adverse outcome to the patient reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.